Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent inadequate apposition and balloon rupture occurred. The target lesion was located in the mid right coronary artery (rca). Following pre-dilatation, a 3.00 x 24 synergy¿ drug-eluting stent was implanted to treat the lesion. Subsequently, the stent delivery balloon was pulled to the proximal portion of the stent to perform post-dilatation. However, during the third inflation at 16 atmospheres for 10 seconds, the stent delivery balloon ruptured. Post-dilatation was performed with a different balloon catheter, successfully placing the stent, and the procedure was completed. No patient complications were reported.